Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire as reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that upon removal of the sensor, the patient did not see the sensor wire on the sensor pod or anywhere else and stated the sensor wire stayed under their skin. The patient went to the doctor on (B)(6) 2018 and had the insertion site visually examined and the doctor could not see or find the sensor wire. The doctor did not think further examinations were necessary. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.